Event description:
It was reported to boston scientific corporation that a speedband superview super 7 ligator device was used in the esophagus, during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, the seven bands of the speedband device were deployed successfully to complete the procedure. However, while attempting to withdraw the scope, the ligator head detached from the scope and fell into the patient. The ligator head was retrieved using a pair of forceps to finish the case. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The exact patient age is unknown; however, it has been reported that the patient is over 18 years old. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.